Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product.

Event description:
Healthcare professional reported left side "exchange from textured to smooth devices due to the patient's concern with the product". The device was implanted past the expiration date. Device has been explanted.